Event description:
Pt developed an escherichia coli/pseudomonas aeruginosa infection post-neurosurgery. One tissue product - duragen - was used in the pt's surgery. The infection may possibly be related to the use of this tissue product. Regarding this infection, it is important to note the pt had retained epithelial elements within her dermal sinus tract that were resected, and it is presumed this was the source of the infection. Surgery date: 2009 - laminectomy for resection of dural sinus tract and intramedullary lipoma resection with a tethered cord release. Pt was discharged home two days later. She developed fever, back pain, and drainage from her incision site and was readmitted four days later. Lumbar wound cultures obtained the next day were cultured, and revealed escherichia coli and pseudomonas aeruginosa. Four days later, pt was discharged home on antibiotic therapy via a PICC line. Dose of amount: 3 in x 3 in; frequency: one time implant; route: other. Dates of use: 2009. Diagnosis or reason for use: dura substitute for the repair of dura meter. Dates of use: 2009. Diagnosis or reason for use: dura substitute for the repair of dura mater.